Manufacturer narrative:
The instrument had not returned for evaluation at the time the MDR was filed. The device has returned now and the evaluation is available. One jaw has broken completely off the distal end of the instrument. The instrument has a date code of fl(06/99) and it has been in use for approximately 16 years. Damage is consistent with wear of long use.

Event description:
This is a supplemental to provide evaluation of the instrument involved in the event.

Manufacturer narrative:
The instrument has not been returned for evaluation. We are following up with the customer to have the instrument returned.

Event description:
Allegedly, during a biopsy of the bladder procedure, one of the jaws broke off the instrument and fell into the patient. The doctor immediately flushed the bladder and took an x-ray and did not detect any metal in the patient. The instrument was replaced and the procedure was completed with no delay or no serious injury to patient.